Event description:
It was reported that the caller was unable to get telemetry/interrogation of the patient's device and the patient's heart rate was intermittently in the forties. The device will be explanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.